Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported false positive results on the alinity m sars cov-2 assay. One sample generated a positive result, which the customer reported to the patient. The patient questioned the result. When retested with a new sample, a negative result was generated. Both initial and repeat results were reported to the patient. Field application specialist (fas) performed a thorough enviornmental swab test and a deep contamination check for the whole instrument on various spots as well as a water run and a mixed sample run with positive and negative samples to check for sample cross-contamination. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009 is performing outside of established design performance specifications according to the amplification curve analysis. Quality data review: the device history record (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 517009. No issues were found during quality control (qc) testing. The quality testing met all acceptance and validity specification criteria. CAPA / non-conformance review: the CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009 and its components the search did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009. The lot specific complaint search identified six additional complaint tickets that are related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009. Five tickets were independently investigated and determined no product deficiency. One ticket is elevated and is currently in the process of being investigated. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009 was not identified.